Manufacturer narrative:
The field service representative determined the system required an ise prime. The ise system was inspected, the cartridge area was cleaned and the cartridges were checked. Reagent prime and ise checks were performed. The customer performed calibration and qc on ises. Precision was performed as well. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for four patient samples from the cobas 6000 c (501) module. The samples were repeated ion another cobas c501 analyzer. (B)(6) the questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.